Event description:
The customer reported that a falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician. The sample was repeated on the original and on an alternate dimension vista 500 instrument. The repeat results matched the patient¿s clinical condition and were considered correct. The repeat result from the original instrument was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k result.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely elevated potassium (k) result obtained on a patient sample on a dimension vista 500 instrument. Siemens reviewed the instrument data and observed quality control (qc) results were within lab range prior to running patient samples. The dilution check correction factor, calibration, air values of standard a (std a), std b and pump rate were within the normal range. Through siemens remote assistance, the customer replaced the v-lyte diluent bottle, primed all the integrated multisensor technology (imt) fluids, cleaned the imt drain using the cleaning tool brush, replaced and realigned the imt probe. The customer disconnected imt probe and reseated the imt tubings, and ran check 1, which passed acceptably. Further, the customer realigned the pump cycle. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse cleaned and detailed the imt and rotary valve, replaced peristaltic pump tubing, performed auto alignment on the imt, ran read cycles, which passed. Then the cse adjusted pump rate and performed a full quick check, which passed acceptably. Next, the cse ran dilution check and qc, which recovered within acceptable ranges. The cause of the falsely elevated k result is unknown. The instrument was performing within specifications. No further evaluation of this device is required.